Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. To date, co has not received the particular details relating to this specific control number.

Event description:
3/3/2000 - additional info received from dr: this particular pt had a phaco cataract extraction, left eye in 1999. The pt subsequently developed what the surgeon describes as a severe acute iridocyclitis 12/14/1999; pt also had recurring glaucoma 12/14/1999 as well as vitritis; no secondary surgery was necessary. At pt's last visit 2/21/2000 the visual acuity was at 20/20 and given a fair to good prognosis.